Event description:
A review of programming and diagnostic data was performed, which identified a programming anomaly occurred on (B)(6) 2008 and does not appear to have resolved. A faulted system diagnostic test was performed on (B)(6) 2008, which changed the patient's vns settings to those indicative of a faulted test. Although some of the settings were adjusted within the same visit, the off time was not corrected.

Manufacturer narrative:
Analysis of programming history.